Event description:
Reporter indicated that device interrogation at office visit in 04/02 resulted in high lead impedance reading (dc-dc code 7), indicating possible lead break or connection problem. The eri (elective replacement indicator) flag was no, indicating that the patient's generator was not at end of service. It was reported that the patient is still having great seizure control, can still feel stimulation and presents with voice alteration during stimulation, indicating that the device is functioning properly. No adverse effects were reported as a result of the high impedance condition. X-ray reviewed by physician did not reveal any anomalies. The patient denies suffering any recent falls that may have damaged the device. Further follow-up revealed that physician plans to monitor patient condition and eri flag at future office visit scheduled for july 2002. Generator replacement for end of service is planned for the fall. Physician would like to postpone lead replacement (if necessary) until then. Patient has recently changed physician's. Previous physician's records do not reference any prior diagnostic test results of the device. Attempts to obtain previous device programming history have been unsuccessful to date.